Manufacturer narrative:
Date of this report: (B)(6) 2015. Date received by manufacturer: 09/28/2015. Product evaluation: service and repair found that the release collar, nose, ball, bearings and o-ring are worn. The device was cleaned, components were replaced and the device was successfully tested to specifications. (B)(4).

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: pre-repair temperature testing was performed in the incoming inspection. After running the device for 20 seconds, the temperatures were recorded as follows: rear ¿ 28.6 c (83.48 f), middle 31.6 c (88.88 f), and, nose ¿ 55.3 c (131.54 f). The handpiece was also found to be noisy. Further analysis results are not available at this time, but are expected.

Event description:
It was reported that "during tympanoplasty, the visao high-speed otologic drill had a malfunction and therefore, the procedure was continued using another device, and completed with no adverse effect on the patient." It was clarified that the device was overheating. There was no patient impact.